Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited impedance issues. Surgical intervention was performed, and the crt-d was explanted and replaced. No additional adverse patient effects were reported.